Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and no new device was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and no new device was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.